Event description:
It was reported to boston scientific corporation that during an ercp procedure, the physician advanced the hydratome through the endoscope, upon exiting the endoscope the physician noticed the tip of the hydratome was not as desired. Suspecting a kink, the physician manipulated the endoscope and rotated the handle of the hydratome clockwise and counterclockwise but could not achieve the desired angle required to access the papilla. Reportedly, the cut wire of the device was not impacted or damaged. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good" the patient is reportedly over age 18.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual inspection of the returned device found that the working length including distal tip with exposed cut wire was severely twisted. The working length/distal tip with cut wire was twisted but not bent or kinked. Investigating the cannulating orientation of the device by inserting the device into the scope, it was found that the initial tip orientation did not meet the orientation specification of between 9:00 am and 2:00 pm due to the twisted working length/ distal tip. A functional evaluation found that the device would not bow due to the twist. Upon rotating the handle, the device was found to bow past 90 degrees but the bowing was not in plane due to the twist. The orientation of the distal tip could be adjusted left or right by rotating the handle but could not be set with in orientation specification due to the twisted condition. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that during an ercp procedure, the physician advanced the hydratome through the endoscope, upon exiting the endoscope the physician noticed the tip of the hydratome was not as desired. Suspecting a kink, the physician manipulated the endoscope and rotated the handle of the hydratome clockwise and counterclockwise but could not achieve the desired angle required to access the papilla. Reportedly, the cut wire of the device was not impacted or damaged. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good. The patient is reportedly over age 18.